Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) / right essure wire perforated the tube/right essure wire perforated the tube"), device expulsion ("metallic tube-like structures embedded within the endometrium at the attachment of the fallopian tubes"), embedded device ("migration of essure device locametallic tube-like structures embedded within the endometrium at the attachment of the fallopian tubes/migration of essure device location of device: embedded within endometrium of uterus at attachment of fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in a 40-year-old female patient who had essure (batch no. 826843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's past medical history included aortocoronary bypass and allergy to plants. Previously administered products included for an unreported indication: ortho novum in 2008. Concurrent conditions included overweight, endometriosis of uterus, hypertrophy of uterus, depressive disorder, uterine enlargement, hepatitis c, heavy periods, irregular periods, polymenorrhoea, adenomyosis, enterocele, diarrhea since (B)(6) 2014, breast lump since (B)(6) 2014, neck pain since(B)(6) 2014, obesity since (B)(6) 2014, vaginal discharge since (B)(6) 2014, constipation since (B)(6) 2014 and hepatitis c since (B)(6) 2014. Concomitant products included ibuprofen, naproxen and oxycodone/apap (oxycodone w/paracetamol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2008, 3 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/ weight gain/loss specify which one"), infection ("infection"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial) / surgery), surgery (hysterectomy (partial) / surgery), surgery (hysterectomy (partial) / surgery) and surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, infection, abdominal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, gastrointestinal disorder and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: product implant date was reported as (B)(6) 2008 and (B)(6) 2008. Insertion details: (B)(6) 2008:the patient was advised that we were unable to occlude the right fallopian tube, the left side was occluded without problem, but the right side was unable to be occluded. (B)(6) 2008:right fallopian tube occlusion with essure about 3 to 4 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: perforation (fallopian tube) on (B)(6) 2008, hysterosalpingogram test showed, perforation (other). Right essure wire perforated the tube, migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pain., depression most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Concomitant condition added. Added event depression, updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) / right essure wire perforated the tube/right essure wire perforated the tube"), device expulsion ("metallic tube-like structures embedded within the endometrium at the attachment of the fallopian tubes"), embedded device ("migration of essure device locametallic tube-like structures embedded within the endometrium at the attachment of the fallopian tubes/migration of essure device location of device: embedded within endometrium of uterus at attachment of fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in a 40-year-old female patient who had essure (batch no. 826843-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's past medical history included aortocoronary bypass and allergy to plants. Previously administered products included for an unreported indication: ortho novum in 2008. Concurrent conditions included overweight, endometriosis of uterus, hypertrophy of uterus, depressive disorder, uterine enlargement, hepatitis c, heavy periods, irregular periods, polymenorrhoea, adenomyosis, enterocele, diarrhea since (B)(6) 2014, breast lump since (B)(6) 2014, neck pain since (B)(6) 2014, obesity since (B)(6) 2014, vaginal discharge since (B)(6) 2014, constipation since (B)(6) 2014 and hepatitis c since (B)(6) 2014. Concomitant products included ibuprofen, naproxen and oxycodone/apap (oxycodone w/paracetamol). On(B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2008, 3 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/ weight gain/loss specify which one"), infection ("infection"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial) / surgery), surgery (hysterectomy (partial) / surgery), surgery (hysterectomy (partial) / surgery) and surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, infection, abdominal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, gastrointestinal disorder and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: product implant date was reported as (B)(6) 2008 and(B)(6) 2008. Insertion details: (B)(6) 2008:the patient was advised that we were unable to occlude the right fallopian tube, the left side was occluded without problem, but the right side was unable to be occluded. (B)(6) 2008:right fallopian tube occlusion with essure about 3 to 4 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: perforation (fallopian tube). On (B)(6) 2008, hysterosalpingogram test showed, perforation (other). Right essure wire perforated the tube, migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pain., depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) / right essure wire perforated the tube"), device dislocation ("migration of essure device location of device"), device expulsion ("metallic tube-like structures embedded within the endometrium at the attachment of the fallopian tubes"), embedded device ("metallic tube-like structures embedded within the endometrium at the attachment of the fallopian tubes"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in an adult female patient who had essure (batch no. 826843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's past medical history included aortocoronary bypass. Previously administered products included for an unreported indication: ortho novum in (B)(6). Concurrent conditions included body mass index normal, endometriosis of uterus, hypertrophy of uterus, depressive disorder and uterine enlargement. Concomitant products included naproxen and oxycodone/apap (oxycodone w/paracetamol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), infection ("infection"), mental disorder ("psychological or psychiatric problems condition"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (hysterectomy (partial) / surgery), surgery (hysterectomy (partial),), surgery (hysterectomy (partial) / surgery), surgery (hysterectomy (partial) / surgery) and surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, embedded device, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, infection, mental disorder, abdominal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection and gastrointestinal disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: product implant date was reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. On (B)(6) 2008, hysterosalpingogram test showed, perforation (other). Right essure wire perforated the tube, migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Event per mr: case become medically confirmed. Metallic tube-like structures embedded within the endometrium at the attachment of the fallopian tubes was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) / right essure wire perforated the tube"), device dislocation ("migration of essure device location of device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in an adult female patient who had essure (batch no. 826843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's previously administered products included for an unreported indication: ortho novum in 2008. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), infection ("infection"), mental disorder ("psychological or psychiatric problems condition"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (hysterectomy (partial) / surgery), surgery (hysterectomy (partial),) and surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, infection, mental disorder, abdominal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection and gastrointestinal disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: product implant date was reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. On (B)(6) 2008, hysterosalpingogram test showed, perforation (other). Right essure wire perforated the tube, migration of essure device. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - new event "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problem or change, urinary problems or changes, migraines, headaches, migration of essure device location of device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, infection, psychological or psychiatric problems condition, abdominal pain, cramping pain, bladder infection, urinary tract infection, vaginal infection, failure to occlude (close) fallopian tube, gastrointestinal or digestive system condition type" were added. Lot number was added. New reporter were added. Product implant date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.